Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose level at the time of incident was 513 mg/dl. Customer also stated that they received critical pump error alarm along with open book image. It was unknown whether the auto mode was active at the time of event. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.